Event description:
It was reported to philips that the device was unable to acquire a # lead and 12 lead EKG reading. It was reported that the alleged failure was observed while the device was in clinical use. However, no adverse patient impact was reported by the customer.